Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had attempted to deliver the impella cp to support a patient admitted with st elevation myocardial infarction (stemi). The pump failed to deliver and kinked in the attempts. The patient had known peripheral arterial disease which may have contributed to the issues with iliofemoral delivery. The pump was explanted and replaced by an intra-aortic balloon pump (iabp).

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine a root cause. The root cause of the delivery issue due to a patient related condition as it was reported the device buckled due to an aortic occlusion. Added impact code: 4642 d4: model number-impella cp.